Manufacturer narrative:
Follow up: customer reports using a different vial of insulin and no further occlusion alarms have occurred. Reportedly, blood glucose level improved to 166 mg/dl. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarm. Reportedly, customer's insulin was two weeks old. Customer's blood glucose level was impacted (380-470 mg/dl).